Manufacturer narrative:
Evaluation revealed the long gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the device history records revealed no discrepancies in material or manufacturing. Physical examination of the device could not performed as it was not available (discarded by hospital). Potential nail breakage had been considered in the corresponding risk management file. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The nail broke after duration of implantation of 19 months whereas a pseudarthrosis was confirmed. General technical aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case a non-union is reported which suggest that the level of stress did not reduce during the period of implantation and finally contributed significantly to the breakage of the implant. According to available information a deficiency of the nail was not verified.

Event description:
It was reported that due subtrochanter femur fracture on the right side, a gamma3 nail was implanted on (B)(6) 2014. On (B)(6) 2015 the nail was broken.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown nail 3225-0xxxs. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that due subtrochanter femur fracture on the right side, a gamma3 nail was implanted on (B)(6) 2014. On (B)(6) 2015 the nail was broken.